Event description:
It was reported that a patient had an initial total ankle arthroplasty on an unknown date. Subsequently, heterotopic ossification was identified on radiographic imaging. Subsequently an unknown component was explanted due to one screw becoming prominent. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d6; d9; g1; g3; g4; g6; h1; h2; h3; h6; h10 the reported cannot be confirmed. No product was returned or pictures provided visual and dimensional evaluations could not be performed. This is a limited investigation, a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Review of the reported event by a health care professional found: heterotopic ossification (ho) is the abnormal and rapid growth of bone that forms within soft tissue as the result of heredity, trauma, surgical history, or diseases of a joint. The rapid and irregular growth of bone often causes a sharp or jutted structure to form, which can result in pain and irritation to the surrounding tissues, or the patient can remain asymptomatic. Radiation or nonsteroidal anti-inflammatory medications are often provided to prevent ho formation. The only treatment, if necessary, is surgical excision or shaving/smoothing out the excess bone. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in canada. Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 00830002500(63498532). 00830005500(63450357). Associated product information: unknown plate(unknown). Unknown screw(unknown). The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial total ankle arthroplasty on an unknown date. Subsequently, heterotopic ossification was identified on radiographic imaging. Subsequently an unknown component was explanted due to unknown reason. Attempts have been made and no further information has been provided.